Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing , however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the casters would not stay in place when the brakes were engaged. The pedal worked, but the casters would not hold. The bed is located in the hallway at the account. There was no pt/user injury reported. (B)(4).